Event description:
The cup that was implanted was labeled and etched indicating it was a size 56. When the insert 2041-2858 was placed, its size was incorrect and a larger insert size 2041-2858 was placed successfully. This indicated that this cup was actually a size 58.